Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a faulty screen was confirmed by a baxter service technician. The assignable cause could not be determined, therefore, no repair was necessary to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.09.92. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty lcd screen. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.